Event description:
Customer called to report a pod she felt was not delivering insulin. Customer stated after wearing this pod for 24 hours, her blood glucose level registered in the 400's (mg/dl). Customer removed this pod and started a new one successfully. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.